Event description:
It was reported that the atrial lead had a low sensing value, no capture at high output, intermittent sensing of the atrium and elevated threshold measurements. It was also reported that the right ventricular [rv] lead was oversensing and the bipolar sensing had a low value. It was also reported that the patient is starting chemotherapy treatments for colon cancer and the lead will not be revised as it is too high of a risk. Both leads are still in use. The patient is a participant in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were eleven ventricular non-sustained tachycardia episodes less than or equal to 210 milliseconds on (B)(6) 2012. There were two lead failure predictor high rate non-sustained episodes less than or equal to 190 milliseconds which was the average ventricular cycle on (B)(6) 2012.